Manufacturer narrative:
Summary: a sample of product was received for evaluation. During the visual inspection of the sample, could be observed the suture material extends completely through the entire seal margin and the sterile barrier is compromised. The manufacturing records were reviewed, and the manufacturing,packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the packaging integrity is caused by suture in seal area

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Part of suture was out of package. There were no adverse patient consequences reported.